Event description:
U.s. Nurse of the hospital reported to our sales rep (B)(4) that she was observing a surgery procedure. During this she observed that the forceps jammed. There was no delay and the surgery was completed. A replacement was available.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.